Event description:
Failure code 812:02 reported by customer's paperwork. The hospital representative stated, they have no record of any patient incident.

Manufacturer narrative:
Evaluation was completed in 2005, and the reported failure code of 812:02 was confirmed. Similar incidents have been received for this product, for the reported issue. The number of incidents reported are within the expected level of occurrence for this product. Baxter will continue to monitor similar reports for possible trends.